Event description:
On (B)(6), 2011 a doctor alleged that three (3) patients experienced the debonding of crowns after placement with maxcem elite. This is the second of three (3) reports.

Manufacturer narrative:
A doctor alleged that three (3) crowns in as many patients de-bonded within two (2) to three (3) weeks after placement using maxcem elite. The doctor re-cemented two (2) crowns and the third had to be remade. As of the date of this report, no product has been returned. An evaluation will be initiated upon receipt of the returned product. Not received by manufacturer.

Manufacturer narrative:
A retain sample was evaluated for adhesive strength and was found to be within specifications. The results of this investigation indicate that this was an isolated occurence and not related to a failure of the kerr product maxcem elite.

Manufacturer narrative:
The product was returned and evaluated. There was not enough material in the syringe of the returned sample to perform tests. The general visual inspection found that the label on the returned product is inconsistent with the label of the retain samples with the same lot number. After evaluation, it was determined that the actual product involved in the incident was not manufactured by kerr corporation.